Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to an attempted implant, the tip of the right ventricular (rv) lead was noted to be slightly canted at the beginning of the coil. The rv lead was removed and not implanted. There was no patient involvement.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the body of the lead became distorted. The analyst noted the full lead was returned with a stylet in the lead. If information is provided in the future, a supplemental report will be issued.